Event description:
It was reported that the maxzero needleless connector disconnected during use. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the connection with mz1000 was naturally separated."

Manufacturer narrative:
H.6. Investigation: one mz1000 sample was received for investigation without packaging; an unknown extension set was received connected to the male luer of the maxzero valve. A visual inspection of the returned mz1000 sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. In an attempt to replicate the customer's experience, the returned extension set was connected to the male luer of the maxzero component; a secure connection was observed and no disconnections were identified. In addition a retained 50ml bd plastipak syringe from stock was also connected to the female luer of the maxzero component; again a secure connection was observed and no disconnections were identified. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned sample did not identify any product defects that could have contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mz1000 product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the maxzero needleless connector disconnected during use. The following information was provided by the initial reporter, translated from japanese to english: "according to the customer's report, the connection with mz1000 was naturally separated."